Event description:
An analysis was performed on the returned tablet and the reported allegation of mechanical problem was not verified. No anomalies associated with the usb port were identified during the analysis. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
The physician was receiving an error message during interrogation. Company representative attempted to troubleshoot with a demo generator and also received the error message "there is an error establishing communication with the generator. Please try repositioning the programming wand. Error code 375." The representative also tried interrogating after swapping the existing usb cable with a new usb adapter cable but the error message persisted. A replacement tablet was requested as a result. Additional information was received that the usb port seems extremely loose. The programming system was able to interrogate once when the tablet and the usb cable connection was tightly held. The company representative was not able to get the programming system to work again despite trying all of the other troubleshooting steps as well such as checking for emi, replacing the serial cable and wand, repositioning the wand. The tablet was received on (B)(6) 2016. Analysis is underway but has not been completed to date.